Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a raw, itchy rash underneat the lifevest. The patient's nurse used an unknown medicated powder on the irritation. The irritation improved.